Manufacturer narrative:
(B)(4). Factors that can potentially contribute to a mislabeling discrepancy may include, but are not limited to, mislabeling during manufacturing, a mix-up during rework, or due to a mix-up at an affiliate, distributor, or the account. In this case, the product and labeling was not returned for analysis, therefore the reported complaint could not be confirmed. Additionally, a review of the lot history record could not be performed as the device/packaging was not returned and the lot number was not reported, which may have further aided the investigation. Since it was reported that the hub of the device was the correct size as printed on the label affixed to the sealed pouch, it is possible that the 2.0x15mm mini vision was selected for use during another procedure, but had not been utilized and then inadvertently placed back into a 2.5x18mm mini vision chipboard box and back into storage for use. Although the exact cause cannot be determined, there does not appear to be any indication of a product quality deficiency. During manufacturing, all stent delivery systems are 100% visually inspected, including the point where the sealed product is inserted into the chipboard box. A sampling of units is also destructively tested to verify product quality. Based on the limited information received with this complaint and without the product to examine, a definitive cause for the mislabeling/mix-up cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not reported. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the 2.5 x 18 mini vision was selected for use; however, when the box was opened, it was observed that the inner pouch size was labeled as a 2.0 x 15 mini vision. The inner pouch was opened and the hub was also labeled as a 2.0 x 15 mini vision. The device was not used and there was no patient involvement. A new 2.5 x 18 mini vision was used to complete the procedure. No additional information was provided.